Manufacturer narrative:
A batch review of the finished good lot and components confirmed there were no quality issues noted throughout the incoming inspection, manufacturing, sterilization, in-process, or final inspection process. The needle is an ethicon component.

Manufacturer narrative:
The lot number was not provided so a batch review of the finished good lot and components could not be reviewed at this time. No samples or photographs of the broken device were returned for evaluation. No third party evaluation report was received to date. If samples, photos or the report becomes available at a later time, they will be reviewed, and the results will be included in the file. A follow-up report will be submitted at that time. The bending, fracturing, breaking of a needle can occur when needles are gripped with a needle holder, forceps or some type of surgical instrument on or near the swaged area or near the tip of the device, when excessive force is applied, when the device(s) are used in applications involving tortuous tissue or with a needle tip design that may not be appropriate for the specific tissue or procedure. The stress on the attachment section is greatly reduced when the needle is held in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point as indicated in the IFU for this product. Without reviewing the actual broken needle, testing sterile devices from the same finished good lot, receiving the results of the third party evaluation of the needle component or receiving details regarding the preoperative preparation of the device, tools utilized to grasp the needle component or utilized in conjunction with the medical device (robotics), procedure performed or the surgeon¿s technique, a definitive root cause cannot be determined at this time.

Event description:
It was reported by the sales rep that during a left total knee arthroplasty procedure that the bevel edge of one needle broke while in use. Needle was unable to be found even after an x-ray. Surgeon is aware that the fragment is still inside the patient. Another like device was used to complete the procedure.